Event description:
Boston scientific received information that during a routine follow up in clinic, this right atrial (ra) pacing lead exhibited loss of capture (loc) in the atrium and was capturing the chest wall. A revision procedure was performed. The lead was capped/surgically abandonded and a new ra lead was successfully implanted. The physician also elected to upgrade the patient's device to a biv implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.